Event description:
It was reported that the patient experienced a high blood glucose event on (B)(6) 2026, was treated with a correction injection via mdi, and subsequently replaced the infusion set and successfully resumed insulin delivery.

Manufacturer narrative:
Initial 2 of 4. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380,